Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. Visual inspection revealed that the bottom part of the sample was cut off. Sealing marks were visible on the tube end and the pouch had two parts with missing seal. The root cause of the reported condition was attributed to the machinery during manufacturing. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that they found a moulding fault (unspecified) on the flo-gard IV solution admin set when they removed it from the packaging. There was no patient involvement. No additional information is available.